Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/8/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: laparoscopic surgery in the hospital on (B)(6) 2023 (the specific patient's diagnosis and surgical name were unknown). The surgeon used (B)(6) for subcutaneous tissue sewing (the specific suturing method was unknown). The needle broke during the sewing (the specific length of the broken end of the suture needle was unknown). The broken needle fell into the patient's tissue. The surgeon immediately gave the patient a c-arm machine during the operation to check to assist in looking for the broken needle and find it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (the specific product information was unknown) was replaced for continuous sewing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 40 minutes. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. When the doctor was suturing subcutaneous tissue, the needle broke. The needle was partially broken in the abdominal cavity. Immediately stop the surgery and use c-arm fluoroscopy. After fluoroscopy, it was found that the broken part of the needle was in the abdominal cavity and completely removed. After the surgery, it was confirmed again that there were no foreign objects in the abdominal cavity and the needle tip was intact. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *device follow up the following additional information was received, but unavailable: ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.